Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and the physician opted for replacing the lead instead of repositioning it. The patient became symptomatic (feeling tired) due to the loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6: adverse event problem: health effect impact code: changed code.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. No additional adverse patient effects were reported.